Event description:
It was reported that syr 10ml pump compatible saline 10ml fil had a cracked barrel. The following information was provided by the initial reporter: "it was reported that the barrel of the syringe is cracked, causing saline to leake out. Product concern ticket number: pc-19531 date of incident: 13-mar-2020 hospital: lgh department: medical imaging - MRI. Product: bd syringe prefilled nacl 10ml mmid: 306547 vmid: 308-306547 lot number: 1) 9274698 2) 9308634 product expiry date: 30-sep-2022 number of defective product(s): 2 is sample available: yes concern description: the body of the syringe is cracked, causing saline to leak out. I'm not certain is the sterility is maintained in such condition. This is about the 5th defective syringe recently. 2 of them have been saved. Pictures are available if needed."

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, it could have happened a jam at the diverter; inducing a damage to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional device expiration date: 2022-10-31; additional device lot #: 9308634. Unknown. Additional device manufacture date: 2019-11-04.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil had a cracked barrel. The following information was provided by the initial reporter: "it was reported that the barrel of the syringe is cracked, causing saline to leake out. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2020. Hospital: lgh. Department: medical imaging - MRI. Product: bd syringe prefilled nacl 10ml. Mmid: 306547. Vmid: 308-306547. Lot number: 9274698, 9308634. Product expiry date: 30-sep-2022. Number of defective product(s): 2. Is sample available: yes. Concern description: the body of the syringe is cracked, causing saline to leak out. I'm not certain is the sterility is maintained in such condition. This is about the 5th defective syringe recently. 2 of them have been saved. Pictures are available if needed."